Event description:
A cartridge alarm 20 was reported by the customer during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Customer successfully loaded a new cartridge with assistance from technical support, and the issue was resolved.